Event description:
It was reported that the lead was capped due to a clavicular crush injury and resulting fracture. No patient complications have been reported as a result of this event. Additional information was received in a (B) (6) alleging that the patient 'suffered physical and other injuries'. It also alleged the 'lead fractured causing [patient] to experience and series of inappropriate and/or excessive shocks or failure to receive therapeutic shocks'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish, economic losses and other damages', and that the patient 'has further suffered physical injuries and various physical manifestations of emotional distress'. Lead 'failure' was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.